Event description:
It was reported that following the spinal cord stimulator (scs) trial procedure the patient experienced chest pain. The patient was hospitalized. No further information has been obtained. Additional information was received that the patient underwent a scs trial lead explant procedure, was doing well postoperatively and the explanted devices were kept by the facility. No device malfunction was suspected.

Event description:
It was reported that following the spinal cord stimulator (scs) trial procedure the patient experienced chest pain. The patient was hospitalized. No further information has been obtained. Additional information was received that the patient underwent a scs trial lead explant procedure, was doing well postoperatively and the explanted devices were kept by the facility. No device malfunction was suspected.

Manufacturer narrative:
Model number/catalog number: sc-2218-50e. Serial number: (B)(6). Batch/lot number: 7167393/ 7167423. Investigation results, media review, device analysis. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review : review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc221850e0. Model: sc-2218-50e. Serial: (B)(6). Batch: 7167423. UDI: (B)(6).

Event description:
It was reported that following the spinal cord stimulator (scs) trial procedure the patient experienced chest pain. The patient was hospitalized. No further information has been obtained.